Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, granulation tissue was treated with silver nitrate (date not reported). The site has reportedly healed. The implanted device remains.